Manufacturer narrative:
(B)(4). An empty labeled winding former, a dispensed suture and a detached needle of product code sxpp1a407 were returned for analysis. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. Per the sample condition, the assignable cause is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Event description:
It was reported that the patient underwent laminectomy on (B)(6) 2019 and suture was used. The suture separated from the needle when removed from the sterile packet. A second like suture packet was opened to complete the procedure. There were no adverse patient consequences reported. Upon review of returned device, the suture was examined and the insertion did not meet the requirement.